Manufacturer narrative:
Covidien reference #: (B)(4). The incident sample and additional information has been requested but to date has not been received. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open colectomy, the device would activate and an end-seal was heard. However, when the doctor cut the tissue, the seal was incomplete and bleeding occurred. The device was unplugged then replugged and the same issue occurred. The physician completed the case without further use of the device.

Manufacturer narrative:
(B)(4). Date of follow-up report: 01/05/2015.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. Date of second follow-up report: (B)(6) 2016. One used lf4318 was received for evaluation, and examination of the returned sample could not confirm the reported issue. Visual inspection found no defects, and the device was tested on simulated as well as porcine tissue. Multiple seals were made on vessels of various sizes, and all seal cycles were completed satisfactorily with end tones indicating completed activation cycles. The investigation found the device to function normally and within specifications. The device history records for this lot could not be reviewed because a lot number was not provided. There are environmental factors unrelated to product defect that can affect seal quality, and the instructions-for use included with this product lists tissue sealing recommendations and cautions during use.

Event description:
The customer has also reported that when the sealing issue occurred, the bleeding was minor and less than 500cc of loss was observed. The issue occurred with first use of the device on bowel mesentery.